Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Data was available for evaluation. The reported cgm inaccuracies were confirmed. A probable cause could not be determined. It was reported that the patient used multiple bg meters throughout the same sensor session. Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. No additional event or patient information is available.